Manufacturer narrative:
The photometer check and cell blank data were acceptable. Based on the number of "sample short" and "abnormal aspiration" alarms on the alarm trace data, the investigation determined the event was consistent with a pre-analytical handling issue.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). During a review of the reaction monitor for the repeat result, a normal reaction was observed. Calibration and qc were acceptable. During a review of the alarm trace data, sample short and abnormal aspiration alarms were observed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 neonate patient sample tested for cobas c bilirubin total gen.3 (bilt3) on a cobas c 503 analytical unit. The initial result was 240 umol/l. This result was reported outside of the laboratory where the physician requested repeat testing and a new sample. The original sample was repeated with a result of 130 umol/l. The result from the 2nd sample was 122 umol/l which is clinically correct.